Event description:
Mother of pt reports child was filled with 347cc during one exchange of treatment on pac-xtra device. (Prescribed fill volume on the machine was 240cc). Pt's mother performed a manual drain when overfill was discovered. No med intervention was required and no pt injury resulted.